Manufacturer narrative:
Since this product is not a repairable item, it was archived by the vendor.

Event description:
It was reported that during surgical procedure at the user facility the sonic control serrated aggressive knife broke. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during surgical procedure at the user facility the sonic control serrated aggressive knife broke. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.